Event description:
The surgeon reports performing cataract surgery with implantation of the crystalens intraocular lens. According to the provided information, two pts had uneventful surgeries and stable post-operative refractions but no intermediate or near vision.

Manufacturer narrative:
Related MDR: 2031924-2011-00003. (B)(4).